Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated with glucose shot. The customer did not know she ran low until she tested her glucometer. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer does not believe that the pump has over delivered. The customer was advised to monitor the pump and blood glucose.